Event description:
During a remote follow-up, far-field r-wave oversensing episodes and inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed at this time. The patient is stable with no consequences